Event description:
Information received indicates the trendelenburg function will not engage.

Manufacturer narrative:
The technician determined that the trend engagement rod was bent and the bend reduced the travel distance to the extent, the rod could not engage the release valve for the hydraulic cylinder to be placed in a trend position.